Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. A field service engineering (fse) was at customer's site to resolve reported event. Fse confirmed the reported error and was able to reproduce the problem. Fse noticed a tip seem to be jammed on the main arm nozzle and would not come off. Fse removed the jammed tip, performed tip alignments for the main arm, and verified operation by performing attach and detach tip sequences. The customer successfully completed quality control run without any errors and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-2000 operator's manual under appendix 4: error messages states the following: [4213] main arm y-axis home overrun: cause: the home sensor activated improperly after movement of the main arm y-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to jammed tip on the main arm nozzle.

Event description:
A customer reported getting error message "4213 main arm y-axis home overrun" on the aia-2000 analyzer. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient samples for progesterone (prog ii), luteinizing hormone (lhii), beta human chorionic gonadotropin (bhcg), prolactin (prl) and intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.